Event description:
According to the information currently available to brainlab: a cranial biopsy was performed with the aid of the brainlab navigation system. During the procedure the surgeon apparently: used a non-brainlab biopsy needle and attached it with a navigational reference array to use it with the brainlab navigation system; performed a calibration of the biopsy needle; took samples of the tumor; saw blood on the needle after removing the needle from an attempt to take one of the samples; continued with the procedure and took samples in different locations. Following the surgery the patient was fine for about 6 hours, then the situation worsened. The patient died about 8 hours following the surgery. At this point of time further information from the hospital regarding relevant details of this surgery is not available to brainlab.

Manufacturer narrative:
Complete evaluation not possible at this point of time as neither the device in question nor further relevant details from the hospital regarding this surgery are currently not available to brainlab. For avoidance of doubt: no remedial action defined by brainlab at this point of time.